Event description:
The end user reported that the unknown crossfire wheelchair in question was received new with a flat tire on the left front caster. It was also reported that the user could not inflate the tire in question.